Manufacturer narrative:
(B)(4). Device evaluation: it was reported that if the syringe is being attached tightly to the needle, the hub easily cracks. The needle does not hold securely if it is not attached tight. The issue was confirmed. One 18 ga introducer needle was returned. The customer also provided a video of liquid being injected into the introducer needle and leaking from the hub. The needle was examined microscopically. Several cracks were observed in the needle hub. The cracks emanated from the opening in the hub and extended longitudinally down the hub. The luer taper of the needle hub could not be accurately measured because of the damage. The needle was attached to a 10 ml lab inventory, luer slip syringe using normal force. The connection was secure. Water was aspirated other remarks: into the syringe and injected through the introducer needle. Leakage was observed through the cracks in the hub. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of cracked needle hubs is being conducted.

Event description:
It was reported that if the syringe is being attached tightly to the needle, the hub easily cracks (hair line cracks occurred). However, the needle does not hold securely if it is not attached tight.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that if the syringe is being attached tightly to the needle, the hub easily cracks (hair line cracks occurred). However, the needle does not hold securely if it is not attached tight.